Event description:
Boston scientific received information that this right ventricular (rv) lead which is connected to a competitors device, exhibited out-of-range (oor) shocking impedances of greater than 125 ohms, the programming was changed in an effort to alleviate and the lead remains in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.